Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. On (B)(6) 2011, omnisure urethral sling - coloplast/mpathy med was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and pelvic pain. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, adhesions and vaginal scarring. It was reported that the patient underwent incidental cystotomy, unrepaired; multiple lysis of adhesions on (B)(6) 2011 due to abdominal pain, cystocele and stress urinary incontinence. It was reported that the patient underwent laparoscopic lysis of adhesions, laparoscopic removal of abdominal sacrocolpopexy mesh; cystoscopy; partial removal of sling on (B)(6) 2013 due to pelvic pain, urinary frequency, urgency and abdominal pain. It was reported that the patient underwent cystoscopy with vaginal sling-autologous fascial on (B)(6) 2013 due to stress urinary incontinence. It was also reported that the patient underwent urethrolysis and cystoscopy on (B)(6) 2013 due to retention. (B)(4).